Event description:
It was reported that the patient was hospitalized with a diagnosis of dka while using the pump. No further information was provided about the patient's blood glucose readings, pump settings, meals, treatment, symptoms or insulin regimen. It was not possible to contact the patient in order to troubleshoot the pump. The patient allegedly suffered dka while using the insulin pump and was hospitalized. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.